Event description:
It was reported, that the shaft fractured. A 190cm filter wire was selected for use in a percutaneous transluminal angioplasty procedure. To treat stenosis in the carotid artery. The physician pulled the filter into the filter delivery catheter. However, the shaft fractured approximately 1 cm proximal of the filter. A new device, same model, was then selected for use. The procedure was successfully completed. And there were no patient complications.

Manufacturer narrative:
Device eval. By manufacturer: the device was returned and analysis was completed. The wire was returned inside the delivery sheath. And the filter bag came back in retracted state. The sheath was observed to be stretched. Functional testing occurred, where sheathing and unsheathing was performed. And no issues were noted.

Event description:
It was reported that the shaft fractured. A 190cm filterwire was selected for use in a percutaneous transluminal angioplasty procedure to treat stenosis in the carotid artery. The physician pulled the filter into the filter delivery catheter. However, the shaft fractured approximately 1 cm proximal of the filter. A new device, same model, was then selected for use. The procedure was successfully completed and there were no patient complications.